Manufacturer narrative:
A mz1000 china product was not available for investigation of pr (B)(4), however, in this instance the lot number was not available. The feedback provided by the customer states that, " the barrel is stuck after being attached to the connector and won't move". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It is reported, maxzero, occlusion.